Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off due to insufficient power. The customer blood glucose (bg) level was impacted over 600 (mg/dl) with high traces of ketones. A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Recommendation was made to the customer to charge pump more frequently. In addition, the contact reported the customer changed their personal profile settings and they were now incorrect. Reportedly, the customer thought following the shutdown the pump did not save the settings. It was confirmed that there was no missing data following the shutdown. Tandem technical support assisted the customer with reprogramming the proper settings into the pump.